Event description:
Customer reported that the machine was rebooting during a function check after treatment was terminated due to periodic self test failure alarms. The treatment was terminated with 95cc of pt's blood loss.